Event description:
It was reported that the patient had experienced "signs of drug underdosing" and increased spasticity was also stated. The event severity was reported as moderate. Upon device interrogation, the pump was approaching end of life and patient underwent a replacement on (B)(6) 2013. During the replacement procedure, surgeon found a catheter kink. The catheter was then replaced. It was added that x-rays were taken prior on (B)(6) 2013 and had not revealed a kink. The patient outcome was reported as resolved without sequelae. The device system was disposed of according to biohazard instructions. Drug delivered via the device was lioresal.

Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6). (B)(4).